Event description:
It was reported that during interrogation of device within the box, a message stating out of range charging time was received. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported extended charge time was confirmed on the received paperwork; however, multiple repeated charge time capacitor maintenance charges performed could not reproduce the extended charge time alert. No anomaly was found during analysis. The root cause for the extended charge time was unk.